Event description:
It was reported that this video scope had exhibited an error code e227 during preparation for use for a therapeutic thoracic surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: fiber bonding in outer tube area damaged; coverglass of insertion section was cracked; light guide bundle of the insertion section was broken; camera control unit plug of video cable section was damaged; and light transmission was not given or too low. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that this video scope had exhibited an error code e227 during preparation for use for a therapeutic thoracic surgery. The procedure was completed using a similar device. There were no reports of patient harm.